Event description:
It was reported during the implant procedure that the lv lead could not be implanted due to the patient's anatomy, phrenic nerve stimulation and high pacing thresholds. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.